Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose (bg) level of 691 mg/dl. Customer was treated with intravenous saline and insulin. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. At the time of the report, the customer had not been released from the hospital. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned.